Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation. Later, healthcare professional reported exchange of textured device due to patient's concern with product. Healthcare professional reported later "implant was ruptured". This record is for the right side. The device has been explanted.